Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# :(B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient's system was removed last week due to an infection. No further complications have been reported as a result of this event.